Event description:
One and one half years following bilateral intraocular lens (iol) implant surgery, a consumer reported experiencing glare and halos. In a follow up, the surgeon reported she is treating the patient with medications. The event continues. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/05/2010 and 01/19/2010 by phone, fax, and mail. A completed questionnaire was received on 02/01/2010. (B) (4). (B) (4). (B) (4).